Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during procedure, the laser fiber was extremely hot at the connecting point to the laser unit and the laser fiber suddenly stopped working. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.